Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed. However, post-paced t-wave oversensing continued to occur. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted.